Event description:
The lay user/patient contacted lifescan in 2008 and alleged that her one touch ultra meter was powering off during use. The patient reported that the alleged issue first occurred on the day before, at 10:30 am. After half an hour (11:00 am), the patient allegedly felt shaky and sweaty. She treated self with food/drink. The patient was not tested on any other product and manages her diabetes with pills, diet, and exercise. At the time of troubleshooting, it was verified that this was not a new product. Based on the information provided, there was no misuse of the meter. The patient was educated on automatic shutoff and the meter did power off before the time was up. It was discovered that the patient had not replaced the battery in the meter for 6 years and did not have a new battery for replacement during the call. This complaint is being reported because the patient claimed to have experienced symptoms suggestive of hypoglycemia after the reported issue began and she treated self with food/drink. The patient did not receive any medical intervention. She had not replaced the battery in the meter for 6 years (use error). Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject meter product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.